Manufacturer narrative:
Initial reporter's phone number is (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteral stent placement procedure in the ureter, performed on (B)(6) 2022. During insertion and inside the patient, cracks were noticed on the stent when viewing under the scope. Another percuflex pus ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter's phone number is (B)(6). Block h6: medical device problem code a0414 captures the reportable event of stent torn material. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the stent was in good condition, free of obvious kinks or torn. Additionally, the suture was not returned, however their positioner was returned is in good conditions. Then in functional test, a use of a mandrel of 0.036" passed through the stent without resistance. Finally, during the magnification observed closely the stent and caught both coils with a baking mark. Two photos were attached in the complaint record, the picture showed the stent out of its original pouch and the device (shaft and coils), however it was not possible to detect any failure in the picture. Additionally, their suture is not visible. The other picture was the pouch with the information which matches the complaint information. No other problems with the device were noted. The reported event was not confirmed. According to the product analysis, the stent was found in good conditions, free of obvious kinks or torn. Baking marks were observed, these marks are a normal part of the forming process of the pigtails. A torn was not detected during the analysis and neither a related issue with the reported allegation. Therefore, no problem detected is selected as the most probable root cause for the complaint. Block e1 initial reporter zip/post code and block g2 report source has been corrected.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteral stent placement procedure in the ureter, performed on (B)(6) 2022. During insertion and inside the patient, cracks were noticed on the stent when viewing under the scope. Another percuflex pus ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.